Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (fse) connected with customer confirmed that system was not booting up and loaded optimized defaults in the system bios and reset the date/time, after that system was returned to use in good working order. As per rse recommendation fse replaced bios coin battery to prevent reoccurrence. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up. No harm was reported. A philips remote service engineer (rse) walked the user through date setting and "loading optimized defaults" (loading the bios default settings) which returned the device to expected use. The bios coin battery cr2032 was replaced to prevent reoccurrence.